Event description:
A physician reported that tip was found pointed during surgery. The procedure type was unknown. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.2., b.5, h.2., and h.11. Upon further assessment, it was determined that the tip was damaged, not bent, during the surgery. Based on current information available this event does not meet reporting criteria as per the applicable regulations. No further reports will be submitted under mfg. Report number: 1644019-2025-03924. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further assessment, it was determined that the tip was damaged, not bent, during the surgery.